Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported impedance anomaly and lead fracture were confirmed in the laboratory. Analysis found one of the rv cables and the two svc cables fractured at 3cm from the connector pins under the df-1 connector boots. Surface abrasions were also found on both of the svc and rv boots in the same area. The damage found is characteristic of a fatigue fracture and would have caused the high voltage lead impedance out of range values observed in the field.

Event description:
The patient presented to the ER after the device vibrated. High lead impedance and out of range values were observed on the svc to can and rv to svc vectors. The lead was explanted.

Event description:
Caller states patient tested hi (greater then 600 mg/dl) and hi within 10 minutes on the performa system. A lab value was also drawn within 10 minutes of the meter results, and returned as 107 mg/dl. Prior to receiving the lab value, the patient was treated with humulin r via IV and im routes. 1.5 hours later the patient tested 32 mg/dl on the performa system and was treated with dextrose IV. Requested return of suspect device however caller no longer has the test strips.